Event description:
It was reported that the system 2600 had a strong sulphur smell. It was also reported that the hand control was inoperative. There was no adverse patient involvement reported. Ther was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The smell was from the battery pack which should have been replaced two years earlier. The battery pack and hand control were replaced. The system was tested and found to be working as intended and placed back into service.